Event description:
The customer reported that there was an intermittent ma on in error message. This error results in system shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.